Event description:
It was reported that on (B)(6) 2008 the patient presented with neck pain and bilateral arm pain. The pain was primarily midline just above the c7 spinous process. Imaging studies indicated that the patient had degeneration with the disc and bone spurs at c4-5 and also at c6-7 as well as moderate disc space narrowing at the c5-6 levels. There was also mild congenital central canal stenosis from the c3-4 level throughout the c6-7. On (B)(6) 2008, the patient underwent anterior interbody fusion from c4 through c7 using anterior plate and screws as well as an intervertebral rhbmp-2/acs bone graft. In (B)(6) 2009, approximately 13 months post-op, the patient developed symptoms of back pain primarily at the base of the cervical spine, as well as pain radiating into the interscapular area along with pain in the left side of her entire body. The patient¿s symptoms increased and she sought treatment from another physician. On (B)(6) 2012 the surgeon reportedly removed the rhbmp-2/acs and inserted smaller discs into the patient¿s cervical spine. Reportedly, the patient has told that the rhbmp-2/acs had damaged the spine at the c2-3 levels. The physician reportedly told the patient that the rhbmp-2/acs had been pushed upward onto the spinal cord and that a screw placed in her spine had become loose. The patient has been on pain medication since (B)(6) 2012. The patient continues to experience pain and suffering, emotional distress, and mental anguish.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.